Event description:
It was reported the lead helix would not extend and there were positioning difficulties at implant. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the guidetooth was damaged, preventing the helix from extending and retracting. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the helix was blocked by the guidetooth, and the lead appeared damaged at implant.